Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid left anterior descending coronary artery with heavy tortuosity and 90% stenosis. During deployment of a 2.75 x 48 mm xience xpedition stent, a dissection was noted. An additional 2.75 x 48 mm xience xpedition stent was deployed to treat the dissection. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.